Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2010 due to a performance decrement. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of end of life (eol). Currently, the charge time was 34.3 seconds. At the prior follow-up visit six months ago, the charge time was 15.6 seconds with a battery status of middle of life 2 (mol2). There was a concern that the battery depleted earlier than expected. There were no adverse patient effects reported. This device was explanted and returned for analysis.